Event description:
Severe pain [pain]. Severe swelling in right whole leg [oedema peripheral]. Dancing impossible [joint range of motion decreased]. Unable to stand [dysstasia]. Walking was limited [gait disturbance]. Stress [stress]. Case description: spontaneous report was received on 10-jan-2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2 ml, in the right knee. The lot number of synvisc was not provided. Two days later, the pt developed severe swelling in her right whole leg and severe pain. On (B)(6) 2011, the pt refused to have another shot and started a prescription for prednisone. On (B)(6) 2011, she was unable to stand up or put a shoe on, walking was limited and dancing was impossible. On an unspecified date, the pt also experienced stress. On (B)(6) 2011, she started euflexxa (sodium hyaluronate) instead. On (B)(6) 2011, her swelling had finally gone down. Synvisc was permanently discontinued in response to the events. The outcome for the events of severe pain, "could not put on a shoe/dancing impossible", unable to stand up, stress and walking was limited was not provided. The outcome for the event of severe swelling in right whole leg was not yet recovered. Concomitant medications were not provided. The intensity for the events of severe pain and severe swelling in right whole leg was severe. The intensity for the events of could not put on a shoe/dancing impossible, unable to stand up, stress and walking was limited was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-jan-2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.